Event description:
It was reported that this right ventricular (rv) lead was attempted due to an issue with the electrode end. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to an issue with the electrode end. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation of electrode end damaged was confirmed by analysis. The lead with stylet inserted was returned to laboratory very bent at the tip. Once the stylet was removed, the lead retained a slight bend. The prolonged surgery ar code was addressed with the same coding as the confirmed device issue.